Manufacturer narrative:
Patient information was unavailable from the site. While investigating the reported issue, a medtronic representative confirmed the image frame rate error. Also evident was that the connection had a low bandwidth, displaying two green lights. A replacement interface cable was shipped to the site. The medtronic representative replaced the interface cable and performed a mechanical and functional test of the imaging system. The test revealed that replacing the interface cable resolved the issue. After part replacement a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. The interface cable was returned to medtronic for analysis. On-site investigation was completed on the returned interface cable. A functional test was performed and failed. The medtronic investigation, found that the cable had two broken wires on the lemo end. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spine procedure, the site's imaging system displayed an 'image frame rates below expected levels' message when attempting to acquire fluoro images. In trouble-shooting, the imaging system was taken into another room to troubleshoot where the umbilical cable was reconnected and system rebooted. The error display issue persisted. The surgeon discontinued use of the navigation and imaging systems and chose to proceed with a c-arm, an alternate system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.